Event description:
According to the reporter, in a laparoscopic surgery with robot support lower anterior resection, in a superior mesenteric artery (sma) resection, after firing the jaw of the clip applier would not open. The clip applier could not be detached from the blood vessel. The tissue was damaged and there was bleeding from the blood vessel, so it was clamped with forceps to temporarily stop the bleeding. Another clip applier was taken out, and the clamped area was clipped, and the bleeding was stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.